Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle, leading to the pump shutting down. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer required assistance from third party due to bg level. Third party administered a manual injection to address their bg. The customer reverted to an alternate method insulin therapy.